Event description:
It was reported that an extension set was involved in an underinfusion incident. This occurred during patient infusion of a narcotic drug using an electromechanical pump, the extension set, a non-baxter primary set, a 250 ml bag containing the narcotic, and normal saline. The pump was set to deliver the narcotic at 7 ml/hr with a bolus of 10 mg lock out hourly, and to deliver normal saline at 100 ml/hr. The underinfusion was then noticed as the nurse was changing the narcotic bag; there was approximately 100 ml of solution left in the container when it should have been empty. The pump had not been powered off or stopped and did not alarm. The extension set was then changed and the pump¿s normal saline infusion rate was changed to 50 ml/hour, and it ¿seemed to diminish¿ the amount of under delivery from the drug bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.